Manufacturer narrative:
Corrected data: updated to yes. Additional information for this event is unavailable as the reported device could not be evaluated. The directions for use indicates that "the sensor should be free of visible defects, discoloration and damage. If the sensor is discolored or damaged, discontinue use. Never use a damaged sensor or one with exposed electrical circuitry." Additional factors that can contribute to inaccurate readings listed in the directions for use include: elevated levels of carboxyhemoglobin (cohb), elevated levels of methemoglobin (methb), elevated total bilirubin levels, severe anemia, low arterial perfusion or motion artifact.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported that with little pull, while the sensor is on the patient, that the light emitter and detector is pulled out of the viewing windows on the adtx sensor. If a little more force is pulled, then the wires are exposed. It was reported that the issue occurred multiple times. The customer reported of false saturation readings on a patient. Their spo2 reading was 97 when the abg saturation was 85%. This occurred on two occasions. No known impact or consequence to patient.